Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the patient was roller blading and blades hit a rock, patient and pump went flying. Pump screen got scratched and the scratches went through the lens protector through to the hard screen which made it difficult to read the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up and functioned properly. The display screen was scratched but clearly viewable. Unrelated to the display issue, it was observed that the battery compartment was cracked.